Event description:
It was reported following successful deployment of this jugular filter, removal of the guidewire met with resistance. Continued removal attempts resulted in removal of the guidewire and filter as a unit. Another filter was successfully placed. No pt sequelae resulted from this event. This device has not been received for evaluation. Therefore, no failure analysis is available. The co's follow up revealed the use of fluoroscopy during removal of the guidewire was intermittent which the co believes may have contributed to this event. However, the co is unable to determine the exact cause for this event.